Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 12mm longitudinal tear starting 1mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. The procedure was completed a different device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal tear.